Event description:
It was reported that the charger for the ilet device was not charging despite correct placement with the clip removed and the screen centered face up, and the indicator light turned on briefly and then turned off, consistent with a charging problem involving the battery charger. Customer care provided support that included communication with the user¿s caregiver and charger replacement logistics overnight. Investigation of this case revealed a power source problem associated with the charger component, aligning with a charging problem of the device. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.